Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that of a motor error anomaly. The customer's blood glucose level was unknown. The customer stated that she heard the motor running loudly when she performed the rewind function on her pump after she changed the set. The customer indicated that there was a blockage due to a set change. The customer also stated that the drive support crack is indented. The insulin pump functioned properly and the loud noise happened from time to time.